Event description:
Manufacturer received a report from the enduser what while sitting in the enduser's kitchen, the front caster allegedly "collapsed". Dealer believes abuse by the consumer caused the incident because the weld was torn. Dealer also suspects impact damage. The enduser's attorney alleges unspecified injury.